Event description:
This service report shows that while performing preventive maintenance on the device the service technician verified the device delivered volume was out of specification. The st inspected the device and replaced the piston cup seal. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.